Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was confused, sweating and felt weak. It is unknown how the cgm was functioning during this time. The patient's child called emergency medical technician's (emt). When they arrived, they checked the patient's bg and it was 40 mg/dl while the cgm was displaying 84 mg/dl. They treated the patient with a glucose solution and orange juice. Emt waited until the patient stabilized before leaving. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values when emt checked fall within the c zone of the parkes error grid. No additional patient or event information is available.